Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the device had "slipped" farther down. Follow-up with the physician's office revealed the patient had been seen in the clinic and the device had moved due to the patient losing a lot of weight. The physician will monitor the device position; it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.